Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "constant air in line alarm" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty ultrasonic sensor. The ultrasonic sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had constant air in line alarm during testing in the biomedical service department. There was no patient involvement. No additional information is available.